Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the distal segment of the lead was returned; no anomalies found. The proximal conductor was found distorted, blood/body fluid was present on the proximal conductor and in/on the helix mechanism, outer insulation breached cut; lead damaged at implant.

Event description:
It was reported that during an implant, the atrial lead was difficult to position. Once positioned in the rv high septum, the lead impedance was high. Then it was repositioned to the rv apex and impedance was still high. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the distal segment of the lead was returned; no anomalies found. The proximal conductor was found distorted, blood/body fluid was present on the proximal conductor and in/on the helix mechanism, outer insulation breached cut; lead damaged at implant.